Manufacturer narrative:
On dec 9 2020, additional information was received indicating the device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with saline mentor smooth round spectrum 425cc breast implants and experienced bilateral deflation post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial number (B)(4) on (B)(6) 2020. This report is for the right breast prosthesis.